Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the left motor gearbox will roll 6 inches of play when stopped. The motor still works the dealer states.